Manufacturer narrative:
Follow up office was conducted on (B)(6) 2018 at which time the treating doctor relayed that the patient had taken a systemic steroid as well as a topical steroid and the patient is at this time is 100% healed. Directions for use indicate rubber dam use is required and to use the smallest amount possible. (B)(4).

Event description:
Dr. Called looking for treatment advise. He used gluma on 10 of his wife's lower teeth after prepping for crowns. Her lip is swollen up, sloughing of tissue, tissue has turned brown and she is experiencing discomfort. When asked he stated that there was no isolation used and that the product was liberally applied. He stated that his wife started complaining that it was hurting her very shortly after he began to apply to the gluma. He has consulted with an oral surgeon and was advised to apply lydex which is a topical steroid.